Event description:
It was reported that the device has 4.5 hours of battery left. The event occurred in the coronary care unit/intensive care unit (ccu/ICU). The devices were set-up as follow: module a and module b were connected to the right side of the pcu while the auto-ID module, module c, and module d were connected to the left side of the pcu. The infusions running through modules a and b were unspecified. Per facility biomedical engineer's log analysis, there were a lot of auto-ID module disconnect in the logs and the user cannot take the device off as it has security screws and indicated an inter-unit interface (iui) problem. It was mentioned that nothing was due to preventive maintenance (pm); however, pm will be done following all repairs or for good measure: auto-ID modules (2 iui), pcu (2 iui), channel a (2 iui, top pressure sensor), channel b (2 iui, motor stall in march; rescat for good measure), channel c (2 iui, replace top pressure sensor), and channel d (2 iui). The iui's were found to be very dirty between pcu and auto-ID module and it is the customer's belief that this has caused the issue as it can reproduce disconnect.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-02287, which captured the suspect device.

Manufacturer narrative:
Report source: asset management & safety. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, the requested patient information is not available.

Event description:
Received a copy of the customer's cmdsnet program report from health (B)(6) which states, ¿1350 hours IV pump gave error for channels c and d stopping infusions. Main pump along with channels a & b did not turn off. C & d were running versed at 8ml/hr and levophed at 4ml/hr respectively. Both had to be reprogrammed to begin running. Device inspected and repaired by ahs clinical engineering. Found corrosion and evidence of fluid invasion between pcu and auto-ID module which caused loss of communication/power to large volume pump modules channel c & d on right side of pcu. No adverse harm to the patient". It was reported that the device has 4.5 hours of battery left. The event occurred in the coronary care unit/intensive care unit (ccu/ICU). The devices were set-up as follow: module a and module b were connected to the right side of the pcu while the auto-ID module, module c, and module d were connected to the left side of the pcu. The infusions running through modules a and b were unspecified. Per facility biomedical engineer's log analysis, there were a lot of auto-ID module disconnect in the logs and the user cannot take the device off as it has security screws and indicated an inter-unit interface (iui) problem. It was mentioned that nothing was due preventive maintenance (pm); however, pm will be done following all repairs or for good measure: auto-ID modules (2 iui), pcu (2 iui), channel a (2 iui, top pressure sensor), channel b (2 iui, motor stall in (B)(6); rescat for good measure), channel c (2 iui, replace top pressure sensor), and channel d (2 iui). The iui's were found to be very dirty between pcu and auto-ID module and it is the customer's belief that this has caused the issue as it can reproduce disconnect.